Manufacturer narrative:
Product complaint # (B)(4). Investigation summary - no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. H10 additional narrative: added: e3. Corrected: b1, b2, g1. E3 initial reporter occupation: lawyer.

Manufacturer narrative:
UDI:((B)(4).

Event description:
Ppf alleges constrained liner, loosening of cup, dislocation with open reduction, dislocation with closed reduction, and elevated metal ions.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. (B)(4).

Event description:
Ppf alleges constrained liner, loosening of cup, dislocation with open and closed reduction, and elevated metal ions. Stem were already reported in the first revision. Dor: (B)(6) 2011 - dor: (B)(6) 2011 (right hip). This pc is for the second revision of the right hip.